Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mild right coronary artery with heavy calcification and mild tortuosity. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced with resistance to the target lesion. The balloon was inflated once to 10 atmospheres; however, the balloon ruptured. The bdc was removed from the patient without resistance. An nc trek neo balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.